Event description:
Ous MDR - it was reported that, after an implantation time of about 64 months, an excessively high shock impedance of more than 150 ohm was measured. During the explantation, damage to the insulation was also detected. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The lead and the returned x-ray images were thoroughly analyzed. During the analysis of the lead, damage to the insulation by friction could be detected in the region of the valve plane. The rope conductors to the ring electrode and to the rv shock coil showed a conductor fracture at just that site. This damage can with high probability be regarded as the cause for the clinical complaint. The position and characteristic of the fraying lead to the assumption of significant mechanical stress of the lead in the region of the valve plane. The returned x-ray images were analyzed and confirmed the clinical complaint. The lead showed strong torsion throughout its length with loop formation in the atrium in the region of the valve plane and with formation of a narrow loop in the region of the ICD pocket. Interaction with the tricuspid valve and with the conductor of the atrial lead resting on the tricuspid valve resulted with high probability in the detected damage. The deformation of the rv shock coil and the cuts in the insulation are probably a result of the explantation process. There were no indications of material defects or manufacturing errors for either the lead or the ICD.